Event description:
It was reported that the patient presented to the hospital for a scheduled lead revision procedure. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise resulting in multiple noise reversion episodes. The rv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and unacceptable threshold were not confirmed. A complete lead was returned in two pieces. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were noted except for procedural damage.

Manufacturer narrative:
Correction: section e1: (B)(6).

Event description:
New information received notes that the right ventricular (rv) lead exhibited high capture threshold.